Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self -test, unexpected restart error test, displacement, rewind and basic occlusion test. We were unable to verify prime alarm or perform the occlusion and excessive no delivery test due to prime anomaly. The insulin pump had a cracked case at display window corner, broken battery tube threads, minor scratched display window and missing end cap sticker.